Manufacturer narrative:
Failure analysis was performed on the lower case assembly. Visual inspection revealed no anomalies. Bench analysis found that the battery drawer worked correctly, the lower case was assembled with a golden upper case, the battery drawer still worked correctly. The lower case was disassembled and inspected, no anomalies were observed. Conclusion: could not confirm the reported event with the lower case only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the battery drawer did not open all the way and it was noted that the lower case was out of specification in a mechanical manner. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the battery door of the external pulse generator would not open all the way. The external pulse generator has been returned for repair. There was no patient involvement.